Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and suffered at subtrochanteric femur fracture approximately three months ago. The fracture was repaired with a 8 hole 95 degree condylar plate , 65 mm lag screw, (8) 4.5 cortex screws of various lengths and (1) 36mm compression screw on an unknown date. The patient presented at hospital with femur pain. X-rays revealed a femur non-union and surgeon removed all implants on (B)(6) 2015. Patient was revised with a trochanteric fixation nail (tfn), consists of a 11x360 tfn nail, 85mm helical blade and one 34mm 4.9 locking bolt to fix the fracture. There were no reports of any surgical delay. This report is 1 of 4 for complaint com-(B)(4).